Manufacturer narrative:
"The report of high impedance was confirmed. Analysis of extension a found it had all internal wires broken in the lead body near the terminal end (see images). These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue."

Manufacturer narrative:
Corrected data: b. Adverse event or product problem. D10 - concomitant medical products and therapy dates. H6 - adverse event problem (refer to coding manual).

Event description:
Related manufacturer reference number (B)(4). It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on both extensions. As a result, surgical intervention was undertaken wherein the extensions were explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
B3-date of event is estimated.